Event description:
A patient was admitted with an unstable right acetabular fracture and a right clavicle fracture. The patient underwent a pelvic fixation followed by an orif. (Open treatment of right clavicle fracture with internal fixation) at the end of the procedure the circulator 'wanded' the patient from the head to the knees and received the all clear green light from the rf machine which indicates there is no retained materials. A post op pelvis film was taken after the procedure. It was noticed the patient had a retained sponge. The patient was taken back to the or for removal of the foreign body. The rf assure machine was sequestered.